Manufacturer narrative:
The customer strips were returned for evaluation. Although it could not be determined if the bottle cap was already open when the customer got them, the strips gave satisfactory performance when tested with control solution and blood.

Event description:
The customer opened a box of contour next test strips and the bottle was already open. No adverse event was alleged. The customer was asked to return the strips for investigation replacement test strips were sent to the customer.